Event description:
It was reported that a partial deployment occurred, and the stent stretched requiring additional intervention to remove the stent. The 30-40% stenosed target lesion was located in the moderately calcified and mildly tortuous left superficial femoral artery (sfa). The lesion was a long, diffused segment which was thrombotic and had been treated over night with tissue plasminogen activator (tpa). A 7x200x130 ranger dcb was used; however after a review of the outcome, the physician decided to place a 7x150, 130 cm eluvia drug-eluting vascular stent system. The eluvia was placed over the .014 in non- boston scientific guidewire and progressed to the target lesion. During deployment, the delivery system was dialed back. The pin was pulled and 10mm of the stent deployed but 20 mm of the stent remained with the delivery catheter. In an attempt to pull the stent free, the stent elongated within the vessel. The physician was successful in releasing the remaining portion of the stent using the pin/push method with the guidewire port and the delivery catheter. The stent elongated into the left common femoral artery which was suboptimal. The physician performed a cut down procedure in the common femoral artery to the remove the elongated segment of the stent. A portion of the stent was successfully removed. Two 7x120 eluvia and one 7x40 eluvia stents were placed to cover the portion of the 7x150 stent that remained in the patient. The procedure was successful, and the patient had improved blood flow. The patient is expected to fully recover.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system with an unknown 0.014 inch guidewire. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. The pull rack is separated into 3 pieces and the pull knob is missing. The pull rack including the separated pieces measures approximately 13.5cm from the retainer. There are multiple minor kinks along the middle sheath. There are multiple locations of buckling to the outer sheath. Microscopic examination revealed damage to the tip. The stent was deployed and did not return for analysis. The handle was x-rayed, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities. The eluvia instructions for use includes the following related to the issue: a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. The guidewire used was a 0.014 inch guidewire. The use of an unsized guidewire would contribute to the prolapse of the inner component. Prolapsing of the proximal inner would cause deployment issues and damage to the stent if the stent did not fully deploy when the device is pulled out.